Event description:
It was reported that the pump was implanted in 2000 for baclophen infusion. After two months of use, it was determined that there was decreased flow, so the pump was explanted. There was no pt complications.